Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: 000320947334 ss event date of 12-aug-2025, there is no unexpected suspends recorded in the formatted history file. However, pump error 53 alarm noted. On the primary svn#: 000320947334 ss event date of 12-aug-2025 of the daily total collection start time, the daily total of basal insulin delivered = 21000 (2.1 u) and daily total of bolus insulin delivered = 204000 (20.4 u) which is equal to the daily total of all insulin delivered = 225000 (22.5 u). All bolus/basal were delivered in auto mode/manual mode. On the primary svn#: 000320947334, related svn#: 000320784094 customer's event date of 11-aug-2025 and related svn#: 000320784094 ss event date of 05-sep-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: 000320947334 and related svn#: 000320784094 customer's event date of 11-aug-2025 of the daily total collection start time, the daily total of basal insulin delivered = 69000 (6.9 u) and daily total of bolus insulin delivered = 312000 (31.2 u) which is equal to the daily total of all insulin delivered = 381000 (38.1 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: 000320784094 ss event date of 05-sep-2025 of the daily total collection start time, the daily total of basal insulin delivered = 67000 (6.7 u) and dailytotalofbolusinsulindelivered = 155000 (15.5 u) which is equal to the dailytotalofallinsulindelivered = 222000 (22.2 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: 000320947334 ss event date of 12-aug-2025, primary svn#: 000320947334, related svn#: 000320784094 customer's event date of 11-aug-2025 and related svn#: 000320784094 ss event date of 05-sep-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 08/12/2025 01:45:00.000, 08/12/2025 01:55:00.000 08/12/2025 04:21:12.000, 08/12/2025 04:23:08.000 08/12/2025 04:25:03.000, 08/12/2025 04:25:20.000 08/12/2025 13:06:20.000 09/04/2025 05:47:38.000 failed battery alert/battery failed alarm was found on: 08/12/2025 04:20:50.000, 08/12/2025 04:23:49.000 08/12/2025 04:23:58.000, 08/12/2025 04:24:58.000 08/12/2025 04:26:27.000 low battery alert was found on: 09/03/2025 19:53:00.000 replace battery alert was found on: 09/04/2025 05:24:00.000 09/04/2025 05:34:00.000 power loss alarm was found on: 08/12/2025 04:26:35.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 14-sep-2025 at 20:41:59.000. There was no power data available for the primary svn#: 000320947334 ss event date of 12-aug-2025 and date of 03-sep-2025 & 04-sep-2025. Unable to check power data for failed battery alert/battery failed alarm, low battery alert, replace battery alert and power loss alarm. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert and power loss alarm noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on 05-aug-2025 and 08-aug-2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor1 alert (780) was found on: 08/08/2025 17:11:00.000, 08/08/2025 17:42:00.000, 08/08/2025 17:52:00.000 08/11/2025 23:51:00.000 09/05/2025 07:28:00.000, 09/05/2025 08:14:00.000 sensor expired alert (794) was found on: 08/05/2025 14:20:02.000 09/05/2025 01:40:37.000, 09/05/2025 01:50:00.000 lost sensor3 alert (781) was found on: 09/05/2025 08:30:00.000 sensor signal not found (796) was found on: 09/05/2025 09:18:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted during testing. Pump error 53 alarm (filenumber 14 linenumber 1232) was found on: 08/12/2025 04:23:08.000 08/12/2025 04:23:55.000. Per r&d engineer, mark freger: pump error 53 alarm (filenumber 14 linenumber 1232) was generated in the dm_motorbasalminute event process() function since the basal rate update response from the motor mcu was missing for 2 minutes in a row - suspecting the hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.02 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for pump/transmitter communication anomaly was not confirmed. However, pump error 53 alarm (filenumber 14 linenumber 1232) was confirmed according in the formatted history file, suspecting the hw. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued using the device and mmt-1886 was returned for analysis.

Event description:
Updated summary: the customer reported hypoglycemia with the blood glucose value of 20 mg/dl and was hospitalized in intensive care unit. No further patient complications was reported.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.